Event description:
It was reported that the customer's sensor was unable to calibrate. The customer also stated that there was unexplainable re-initialization after inserting the sensor. The customer's blood glucose was 480 mg/dl. The customer treated himself with the insulin pump. Troubleshooting was done. The customer stated that there were no complications with the transmitter. Advised that the unexplainable re-initialization can occur due to sensor dislodging, insertion issues, sensor wetting issues, transmitter not connecting properly or a damaged transmitter. Advised to monitor the insulin pump and call back if issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.